Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(4).

Event description:
The customer reported the device would not power on. No patient involvement reported.

Manufacturer narrative:
The manufacturer¿s contact person address is (B)(4).

Manufacturer narrative:
The manufacturer¿s contact person address is (B)(4).

Manufacturer narrative:
Conclusion / root cause: the failure of c56 prevented the power supply from operating on ac power. Please reference (B)(4).